Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the acid and base pumps, the sample syringe, and the peristaltic pump tubing. The fse also performed a system decontamination. Quality controls were run, all of which were within range, and the instrument was checked for troponin performance, which was within specifications. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on an alternate instrument and resulted lower. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.